Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Low bg cause was not known. Customer did not address their low bg, it came within range by the time the contacted tandem technical support (cts). Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.